Event description:
It was reported via repair work order that the zoom handles were damaged with sharp edges exposed. No impact to functionality was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.